Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced or confirmed during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and powered down during ventilation. Device was substituted with another device. There was no patient harm or serious injury reported as a result of this incident.